Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that, after the reservoir is filled and attached to the tubing, it will become occluded. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer used another reservoir which worked fine. Customer was advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.